Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "failed downstream test-psi=23.89" which were verified through a review of the event history log by the presence of "downstream occlusion!" Alarms but were not determined if the alarms were true or false. Evaluation was reproduced the reported symptom and found an out of specification force sensor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream test with psi= 23.89. There was no known patient injury or medical intervention associated with this event. No additional information is available.